Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: investigation results the complaint device was not returned; therefore, product analysis could not be performed. As a result, and due to insufficient evidence, the reported event cannot be confirmed. A risk review of the spyscope ds ii device verified that the event category cancelled/rescheduled - post sedation/sedation unknown is defined within the risk documentation and properly recorded in the prr. This event type was considered during the products risk analysis to ensure an acceptable risk-benefit profile. The evaluation includes both the severity and frequency of risks, and the overall residual risk of the spyscope ds ii device is considered acceptable. Based on the available information, a probable root cause for the reported issue cannot be determined due to the lack of evidence. Because the product was not returned for analysis, it was not possible to assess for potential defects. Without a thorough evaluation of the device, no contributing factors to the event can be conclusively identified. The impact code cancelled/rescheduled - post sedation/sedation unknown will be addressed as adverse event related to procedure since the event was not completed due to the conditions faced during the procedure. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was attempted for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2026, for the treatment of bile duct tumor. During the procedure, the spybite biopsy forceps are unable to pass through the working channel of the spyglass. The procedure was not completed due to this event. No patient complications were reported as a result of this event.